Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent a right knee arthroplasty approximately three years ago. Subsequently the patient was revised due to pain, effusions, and metal allergies. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). Concomitant medical products ¿ biomet cruciate tray 83mm catalog 141236 lot j3227477; biomet cruciate tray 83mm catalog 141236 lot j3164690; vanguard ps femur left 75mm catalog 183134 lot 060840; vanguard ps tibial bearing 79/83mm x 10mm catalog ep-183660 lot 923770; vanguard ps tibial bearing 79/83mm x 10mm catalog ep-183660 lot 644360; series a patella 34mm catalog 184766 lot 236760; series a patella 34mm catalog 184766 lot 914120. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-02067, 1825034-2017-02068, and 1825034-2017-02069.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent bilateral knee arthroplasties approximately three years ago and was revised on an unknown date due to patient allegations of metal allergies. No additional patient consequences were reported. Additional information on the reported event is unavailable at this time. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found to be related with this event. Review of the complaint history determined that no further action is required as no trends were identified. Surgical notes were provided for the revision surgery. Review of the revision operative notes indicates that the surgeon noted no complications. The components were implanted with the correct fit and orientation as per the surgical technique. The root cause of the reported issue is attributed to patient's condition as patient was reported to have a metal allergy. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.